Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse called to report a hospitalization due to high blood glucose on (B)(6) 2014. Blood glucose reading was 400 mg/dl. The customer treated the high blood glucose with the insulin pump. The cause of the hospitalization was determined to be diabetic ketoacidosis. The customer had been vomiting prior to the hospitalization. Customer was wearing the insulin pump at the time of the hospitalization. The nurse did not have the insulin pump with her at the time of the call. Advised to call back when the insulin pump is available so that troubleshooting can be performed. Nothing further reported.